Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip and a cracked case near the display window corners were noted during the visual inspection. No button error alarm was noted. However, moisture damage was noted on the keypad traces. All of the buttons functioned properly.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 152 mg/dl. No significant events leading to the alarm were observed. The customer stated, however, that she works out and kept the insulin pump clipped to her hip; she stated that the perspiration was the only moisture that the device could have been exposed to, although she did not keep the insulin pump against her skin. Advised replacement of the insulin pump. Nothing further reported.